Event description:
Encountered resistance with the balloon portion of a silicone bard catheter (latex free) when the rn and md of the patient tried to remove the catheter. It was reported, a urologist was consulted to see the patient, who reportedly "had to place his foot on the frame of the patient's bed to have him remove the patient's catheter." There have been a number of issues regarding the difficulty encountered in removing the silicone (latex-free) bard foley catheters over the past few months. The incident reported above caused us to investigate this matter further. We learned that bard had specific inflation/deflation guidelines for removal of this particular type of catheter which is not included in the catheter kit. We received the guidelines from a bard rep. We are in the process of educating the nursing staff on the proper method of removing silicone catheters. It would have been helpful if these guidelines had be included in the catheter kit.